Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal, discontinued, duration and frequency were not reported) and meropenem injection (1g at night, intraperitoneal, discontinued and duration was not reported) for peritonitis. At the time of this report, the patient was discharged from being hospitalized and was recovered from the event. It was reported that the patient¿s catheter was removed and the patient was now switched to hemodialysis twice a week. No additional information is available.